Event description:
A pt was implanted with unk implants in (B)(6) 2010. In (B)(6) 2012, the pt was revised to a unilock plate. On an unk date, the plate was noted as broken. Another revision is planned for an unk date. Reportedly the surgeon thinks this is a pt compliance issue.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.